Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. Interrogation of the right ventricular (rv) lead indicated undersensing and a loss of capture as well. An echocardiogram did not show any pericardial fluid. However, fluoroscopy indicated a cardiac perforation had occurred. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).